Event description:
It was reported that the customer's pump warranty had expired, leading to multiple issues such as inability to read cartridges, frequent need for cartridge switches, cosmetic damage, scratches, and a broken charging port. There was no reported impact to the customer's blood glucose level. The customer declined further technical support and indicated no further actions were required.